Event description:
It was reported that 16 days post successful xact stent implantation in the right internal carotid artery the pt had sudden onset of left sided weakness and neglect, dysarthria and was hospitalized with an embolic stroke in the right basal ganglia and middle cerebral artery. Cta of head and neck, done on (B)(6) 2010, showed slow flow and probable occlusion of the right common carotid artery, cervical right internal carotid artery occlusion, right mi middle cerebral artery embolus, hyperacute infarct involving right basal ganglia. Angiogram, done on (B)(6) 2010, showed in-stent thrombus. Despite intra-arterial thrombolytic therapy and thrombectomy the right carotid artery remained occluded. The pt had some improvement in function and acute rehabilitation therapy is planned. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of cerebrovascular accident, embolism, and thrombosis are known adverse events listed in the xact instructions for use. The pt was treated with thrombolytic therapy, embolectomy and medication and was hospitalized. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to MFR, design or labeling.